Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported a false negative antibody screen occurred with cell #2 to the 0.8% selectogen lot# vs148 on the vision to a patient sample later determined to have anti-e present in their plasma. Issue started on: (B)(6) 2018. Frequency: 1x. Econn data verified the negative result . Microtubes/wells or cell (donor #) affected: cell #2. Methodology used: vision. Error code: none. Reaction grade obtained: negative. Customer was expecting: positive. Patient is a mother blood group a pos who had delivered a baby blood group b pos. The baby required a blood transfusion and it is this site's protocol to perform an antibody screen by the traditional tube method using peg as an enhancement. Customer reports the babies antibody screen was positive with cell #2 in 3% surgiscreen reacting 1+. Repeat of mom's plasma by the traditional tube method using peg as an enhancement also produced a 1+ reaction to cell #2. Test repeated by tube method using peg and 3% surgiscreen. Mom's plasma was then tested against 3% resolve panel by traditional tube and peg as the enhancement and identified an anti-e. Babies dat was negative and was found to be negative for the e antigen. Patient/mom had no history of an antibody. Tsc followed up with the customer on (B)(6) 2018. Customer stated the mother had no previous history of an antibody. Customer suspected that the screen was false negative because the antibody screen for the baby was positive. Customer then retested the same sample for the mother using peg, where an anti-e was identified. Customer stated the baby was not transfused packed cells. Tsc referred the customer to the IFU to the 0.8% selectogen that indicates, "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive.